Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue mainbody due to broken occluder feet beneath the white twist sleeve. Leak, clear passage, and clamp function testing were performed, and a leak through the set was observed. The broken occluder feet caused the leak through the set and the separation of the twist clamp from the main body.the reported condition was verified. The cause of the broken occluder feet could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.